Event description:
As reported by the edwards field clinical specialist, after successful deployment of a 23 mm sapien valve, and removal of the 22f sheath, angio revealed a perforation in the right external iliac artery. Per report, the sheath was removed from the right femoral artery. A contrast injection was performed from the contralateral side showing a perforation in the external iliac. A covered stent was placed to cover the perforation. Once the covered stent was deployed another contrast injection was performed from the contralateral side showing no extravasation of contrast. The patient was then transferred via stretcher to the ICU in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the access site was 6.8 mm. The vessels were reported to be mildly calcified and mildly tortuous.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. In this case, the access vessel¿s minimum luminal diameter was smaller than the minimum requirement, at 6.8 mm. The root cause for the reported vessel perforation cannot be confirmed. However, the small and less than adequate vessel diameter likely cause or contributed to the event. In addition, calcium and/or vessel tortuosity not appreciable on prescreening could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.